Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage of 8mm force bipolar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and the primary failure could not be reproduced. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed no missing pieces. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. Additional findings by fa not reported by site was that the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a .029¿ offset at the tips. Bent instrument grips -tips are typically attributed to mishandling/misuse. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The instrument was found to have a dislodged molded insulator at the distal end. The root cause was attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: the customer reported that a piece of the instrument popped off during the procedure, but no fragment fell inside the patient. Failure analysis identified a dislodged molded insulator on the distal end of the instrument, the portion of the device that enters the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure the 8mm force bipolar instrument broke and part of the instrument popped off. It was noted that no part from the instrument fell inside of the patient's anatomy. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.